Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination identified that the fin was fractured off the neck provisional. The fractured piece was not returned. Sem analysis was performed on the fractured device and the results concluded that the neck provisional revealed features consistent with bending overload fracture from the interior of the "u- shaped" feature to the exterior surface. Impact damage marks were observed on the neck just below the taper feature, however it does not appear that this damage contributed to the fracture of the provisional device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause: based on the sem analysis and examination of the returned device the fracture can be attributed to bending overload. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty surgery, a neck provisional was being removed and the fin broke off. The piece fell into the patient and was removed. There was no delay to the surgery, and no additional patient consequences were reported. Attempts have been made and no further information has been provided.